Event description:
It was reported that during an interventional stenting procedure in a mildly tortuous, distal left anterior descending coronary artery, pre-dilatation was performed with a 2.0 mm balloon and the xience prime 2.25 x 23 mm stent was implanted. After implantation, it was noted that a dissection occurred. A non-abbott device was used to treat the dissection. There was no clinically significant delay in the procedure or prolonged hospitalization. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.